Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd) behavior. As a result, it was explanted and successfully replaced. This device is not expected to be returned to boston scientific since it was retained by the explanting hospital.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.